Event description:
The physician achieved arteriotomy closure with the the closer s 6 fr. Device following a diagnostic procedure. It was reported that the pt presented to the emergency room on 8/21/2001 with complaints of fever, abdominal pain and swelling of the limb. The treatment rendered in the emergency room is unknown. The pt was admitted to the facility on 8/31/2001 with cellulitis, aneurysm and staphylococcus infection. The pt had surgical repair of the aneurysm. Although requested, no further info has come available.